Event description:
It was reported that atrial activity is over sensed on the right ventricular (rv) lead of this cardiac resynchronization therapy defibrillator (crt-d) causing pacing inhibition. Provocation maneuvers were performed, and no noise was observed. Rv sensitivity was increased, and counters were reset. Further follow-up is expected in the next several months. This crt-d remains in-service at this time. No adverse patient effects were reported.